Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had been placed with esophageal and gastric tamponade tube for bleeding. One of the ports of the esophageal tamponade tube was unable to be removed when user prepared for insertion. A new esophageal tamponade tube was used to complete the procedure. Per follow up via regional partner on 25nov2020, there was no impact to the patient except the delay in getting a tube down during the bleeding. The patient was bleeding excessively by the time they need a minnesota tube to put down. The medical intervention was still a minnesota tube inserted, and it was the one emergency supplied.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the patient had been placed with esophageal and gastric tamponade tube for bleeding. One of the ports of the esophageal tamponade tube was unable to be removed when user prepared for insertion. A new esophageal tamponade tube was used to complete the procedure. Per follow up via regional partner on 25nov2020, there was no impact to the patient except the delay in getting a tube down during the bleeding. The patient was bleeding excessively by the time they need a minnesota tube to put down. The medical intervention was still a minnesota tube inserted, and it was the one emergency supplied.

Event description:
It was reported that the patient has been placed with esophageal and gastric tamponade tube for bleeds. One of plug in ports of the esophageal tamponade tube was unable to removed when user prepared for insertion. A new esophageal tamponade tube was used to complete the procedure. Per follow up via regional partner on (B)(6) 2020,there was no impact to the patient except the delay in getting a tube down during a bad bleed. It was only a slight delay, as emergency happened to have one could use, otherwise they would¿ve had to run back upstairs to our unit to grab one which would have caused a significant delay. These patients were bleeding excessively by the time they need a minnesota tube put down. The medical intervention was still a minnesota tube inserted, and it was the one emergency supplied to us.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specification. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as it would be unlikely that the user would cause this issue. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.